Event description:
It was reported by service report that the stryker stretcher came out the back of the ambulance without the wheels lowering. Pt stayed on the cot during drop but requested a cat scan.